Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The possible root cause could be a movement of patient´s eye during treatment or vacuum was turned off by the user during treatment (by pressing the right foot switch). The manufacturer internal reference number is: 2016-09415

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A technician reported loss of suction during lasik. Treatment was completed with second bar code. No patient harm noted.